Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# (B)(4), implanted: (B)(6), 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The patient reported that there was a poor communication screen on the patient programmer while using the antenna. It was confirmed that the antenna was secure and the synced with the implantable neurostimulator but this did not resolve the issue. They had poor communication with the antenna and it wouldn't do telemetry without the antenna. The patient experienced a loss or change in therapy and stimulation was not felt. There were no medical procedures, electromagnetic interference (emi) or falls reported that could be related to this issue. The patient felt stimulation in the correct area. When she increased stimulation she started to feel stimulation. It was reviewed that it took time for the body to respond to therapy. The patient had a return of leakage. The patient had not notified her health care provider (hcp) or made an appointment about the loss of stimulation or return of leakage because the problem was caused by the device. A change to device programming was identified by the patient as the circumstance that led to the issues. The device that she had was not working and now the device she was sent was working. The lack of stimulation and leaking were resolved. The change in therapy/symptoms was sudden. The indication for use was gastrointestinal/pelvic floor.